Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion. The pocket contained possible pus, however cultures were taken and returned negative. Possible infection was noted. The complete implantable pulse generator (ipg) system was explanted and replaced on the opposite side. No further patient complications have been reported as a result of this event.